Event description:
It was reported that prior a device change-out to normal eri, externalized conductors were observed under fluoroscopy. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
(B)(4).